Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: 2009-(B)(6), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: 2009-(B)(6), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that the patient had dropped their recharging unit and it would not turn on. It was noted that ¿nothing works¿ and the patient was in a lot of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient also dropped his patient programmer (pp). This occurred about 2 weeks prior to this report. Ever since, his equipment had not been working. He noticed this the day prior to this report. Then it was stated he noticed it after dropping it 2 weeks prior to this report. It was noted that he successfully charged about 3 weeks prior. The antenna and belt had been replaced and the recharger still would not work. The pp screen was all messed up. There was a black mark across the screen. There was poor coupling with the recharger. The batteries had been replaced in the pp. The new antenna was installed on the recharger. When pressing the green button, he would get the ¿reposition antenna screen.¿ this was noticed after it was dropped. Additional information received the following day reported that an overdischarge was suspected. The patient last charged 5-6 weeks prior to this report and then dropped the unit so he couldn¿t charge. The patient lost stimulation 2 days prior to this report. A replacement pp and recharger were sent and the patient was getting poor communication on both. The recharger was not showing a connection to the back. The patient¿s battery was dead for 2 days. Additional information received 3 days later reported that the patient thought their battery was dead and was in a lot of pain. The pain was reported to have started on (B)(6) 2015. Additional information received 2 days later reported that there was a communication problem because the patient let his implant battery die due to things he was going through. A physician mode recharge (pmr) was performed and this resolved the issue. The patient was then going to get reprogrammed. He hadn¿t charged in 3 months. Stimulation hadn¿t been felt in 2.5 months. The patient was able to charge all the way and got the fully charged battery icon. It went down another ½ and the patient was able to charge. Upon device r eturn, analysis found the screen to be cracked, the antenna jack tarnished, and the faceplate scratched on the pp. The screen, antenna jack, and faceplate were replaced. (B)(4). Upon return of the recharger, analysis was unableto verify the complaint. (B)(4). Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.